Event description:
It was reported during prostate procedure at 51,899j and 10:49 mins of use; the fiber broke at the connection part between control knob and white tube. The break was contained within the white casing. No light was emitting from the broken point. The fiber tip cap was cleaned during the procedure. The procedure was completed using second fiber. There was no patient injury due to this event. It was further reported the patient was released from the hospital after catheter reimplantation due to urinary retention.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap exhibits severe devitrification at the output area, and detritus adhesion around output area. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. The control knob is not connected to the white tubing. There is loss of adhesion noted. The control knob still rotates the glass fiber but it is rotating within the white tubing. Based on the product investigation, the complaint was confirmed. It is probable loss of fiber tip rotational control can be the result of weakened adhesion between knob assembly and fiber. An evaluation conclusion code of cause not established was assigned to this investigation.the manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question. However, the patient had post-surgical urinary retention requiring recatheterization. The information reasonably suggests that an adverse patient outcome has occurred as a result of the procedure. Therefore, this event meets the requirements of an adverse event.

Event description:
It was reported during prostate procedure at 51,899j and 10:49 mins of use; the fiber broke at the connection part between control knob and white tube. The break was contained within the white casing. No light was emitting from the broken point. The fiber tip cap was cleaned during the procedure. The procedure was completed using second fiber. There was no patient injury due to this event. It was further reported the patient was released from the hospital after catheter reimplantation due to urinary retention.